Event description:
3/23/98 breast augmentation with silicone implants pt developed mass in right axilla, surgery revealed silicone material in lymph. Additionally evidence of a ruptured right implant, and bilateral capsular contraction.